Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation(s): the conductor wire of instrument was broken at the bipolar yaw pulley, on distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.